Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 455 mg/dl. Customer¿s current blood glucose level was 390 mg/dl. Customer was treated with manual injection. Customer stated that there was no air bubble or leak. Customer stated that the drive support cap was normal. Insulin was exited with quick release. Customer did not allege insulin pump for under delivering. The insulin pump will not be return for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays were noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).